Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 02-mar-2022, it was reported that the patient experienced sweating, diarrhea, stomach-ache, high blood glucose level and noticed that the infusion set was not attached. Therefore, on an unknown date (a couple of years ago as he was unsure), the patient was admitted in the hospital due to diabetic ketoacidosis with blood glucose level of 500 mg/dl or higher. During hospitalization, the patient received insulin drip intravenously as corrective treatment. The patient stayed in the hospital for 2 to 3 days. Previously, the patient was hospitalized for this similar issue (tape not adhering). No further information available.